Event description:
Information was received indicating that a smiths medical cadd solis vip pump's volume could not be adjusted. There was no reported adverse event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump's volume could not be adjusted. No patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device yes, customer's reported problem was confirmed. Found one of the a piezo volume low. Recommend both piezo to be replaced. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.